Manufacturer narrative:
Additional information: the device was being used to treat a lesion with 95% stenosis in the mid cx. The lesion was not pre-dilated. The inflation device remained on neutral pressure during delivery. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. The dislodged stent was not removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a non tortuous, non calcified lesion. It was reported that during guide catheter removal/replacement, the stent was not deployed but released in lca anatomy and ended up in the distal segment of the second diagonal branch. It was reported that this did not compromise the flow. It was reported that the patient was fine post procedure.

Manufacturer narrative:
Product analysis summary: a sheath and stylette were loaded on the device. The stent was not present on the balloon and did not return for analysis. The proximal balloon folds were expanded, and the distal balloon folds were intact. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.